Manufacturer narrative:
Additional information was provided in h.3., h.6., and h.11. The product was not returned. Three photos were provided of the lens carton from the top, bottom and the label endcap. The lens case was also visible in the caron window of the first photo. The lens was not pictured a device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The product was not returned. No determination can be made without physical evaluation of the sample. Three photos were provided of the lens carton. The lens was not pictured. All lenses are 100% inspected for cosmetic attributes and abnormal color would not have met release criteria. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implant procedure, the surgeon noticed that lens color was slightly different from routine lens and the behavior while loading was also very different and felt rigid than routine. There was no patient contact. Additional information was requested.